Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing irritation, inflammation an purulent discharge while wearing the pod. The patient applied a new pod. The patient had gone to their primary care physician (pcp). The patient was diagnosed with an allergy to the pods adhesive as well as irritation at the pod infusion site. The patient was prescribed an ointment of salve to be applied to the infusion site 3 times daily. The patient was released from their pcp after 30 minutes.